Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 525 mg/dl; cause was unknown. The customer attempted to address the elevated bg by delivering a correction bolus. The customer went to the emergency room (ER) where intravenous fluids were administered to address the elevated bg. The customer left the ER in stable condition. Subsequently, the customer was admitted to the hospital where intravenous fluids were administered to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6)2019 with no permanent damage and the issue resolved.

Manufacturer narrative:
Update event date to (B)(6)/2019.